Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22238g, reader sn (B)(4). Three repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. A cue covid-19 test performed on (B)(6) 2022 provided an additional negative result. On (B)(6) 2022, the customer tested negative with three binaxnow rapid tests. Customer experienced fatigue but no other symptoms. The customer reported no known covid-19 exposures since having covid-19 in march 2022. Cartridges were stored according to the instructions for use.